Event description:
(B)(4) medical hotline tubing set was hooked up to central line cortus introducer and near the end of the case noted to be disconnected; the luer lock portion of the (B)(4) medical hotline tubing set had failed allowing the connection to come apart, representing potential significant risk to the pt either to bleed out or to develop a significant air embolism. No harm to the pt; near miss.